Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified upper arm shunt. The physician advanced a 5.0x40mmx40cm mustang balloon to dilate the lesion. The mustang balloon was inflated three times and ruptured at 28atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified upper arm shunt. The physician advanced a 5.0x40mmx40cm mustang balloon to dilate the lesion. The mustang balloon was inflated three times and ruptured at 28atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device identified a complete circumferential tear in the balloon at 2.5cm distal to the distal edge of the proximal markerband. The distal section of the balloon tear including the tip was positioned outside the introducer sheath. The device was stretched down onto a guide wire which measured .034''. The shaft was severely stretched resulting in the distance between the proximal and distal markerband measuring 22cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu and product label state that the rated burst pressure for this size balloon is 24 atmospheres. (B)(4).

Manufacturer narrative:
(B)(4).